Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2016 with the following findings: pump information from date of pi has been overwritten. Current b/box shows one loss of prime warning eaw 162 observed on (B)(6) 2016 with low non zero force. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration passed at 166. Moisture observed in the battery compartment. Leak test failed due to a crack in the battery compartment along the side. Battery compartment is also cracked from case seal traveling to bumper. No leak was found at this location. Opened pump- no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.